Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the medisorb¿ ef multi-absorber, disposable experienced not reaching target volume during mechanical ventilation due to crack that causes leak of 10 lpm. The customer confirmed that there was no patient harm associated with the reported event.